Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported being dissatisfied with the location of the closed loop stimulator (cls) at the belt line. The cls revision positioned the cls above the belt line, and the patient is now satisfied with the new positioning.

Manufacturer narrative:
The device remains implanted. The patient reported that the position of their cls along their belt line contributed to the reported discomfort. Without a returned device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide list the following as potential risks "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites.the patient may require surgery (including revision, explant, and replacement) as a result of any of the above." A revision was performed to resolve the issue.